Event description:
Baxter denmark reports a home patient (hp) experienced several incidents involving leaking patient lines from the patient's homechoice sets. Reportedly, shortly after the initial fill began hp would receive a "check heater bag" alarm and/or a "check patient line" alarm, at that point is when the leak is noted. After the notation is made. Hp would end treatment early and set up with new supplies. No patient injury or medical intervention was associated with any of these incidents, per baxter denmark.